Manufacturer narrative:
(B)(4). Batch# n90k1j. Investigation summary the device was received with coating material of the nose cone flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n90k1j. The device was received with coating material of the nose cone flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the surgeon could not use handpiece and scissors. Always the generator was displaying "change instrument" . Then the surgeon had changed the generator and used another handpiece and scissor to complete the case. There were no patient consequences.